Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for blood pooling with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and blood pooling was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer samples, the customer¿s indicated failure mode for blood pooling with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that ¿sometimes¿ blood pools when using the bd vacutainer® plastic k3edta tube(s) with lavender bd hemogardtm closure. It was also reported that when nurse inverted the tube, then turned it back, the blood splattered on her face. There was no report of mucosal exposure, injury or medical intervention.